Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) display hinges came apart. Per customer, looks like the display was opened too far and damaged hinges. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated that per customer, the display was opened too far and damaged the hinges, however since customer is a self servicer no repair information given. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.